Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 by (B)(6) from daybreak that the 36-year-old, male patient stated the device broke in his mouth while wearing the device on (B)(6) 2026. There was no harm caused to the patient. The patient was informed to return the device and a remake was ordered.